Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebz0077 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz0077) have been reported from the same facility.

Event description:
It was reported that water leakage occured between the catheter and the white connector. No other information was provided.